Event description:
It was reported that there was leakage at the point of connection between an unspecified quantity of vial-mate adapters and the vials. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred during the unspecified date and month of 2022, reported as within the last 2-3 weeks. Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the septum of the returned sample showed signs of previous puncture. The returned sample was connected to a new solution bag and vial during evaluation. A functional test was performed on the actual complaint sample utilizing the new bag and it was noted that the device leaked saline from the attached IV bag prior to activation. Following activation, no leaks were noted. Based on the condition of the returned device, the damage appears to have occurred during a previous attempt to activate the device. The reported condition was verified. The cause of the reported issue was a user error. Proper user instructions are addressed in the ¿directional insert ¿ vial mate¿, which is shipped with every device. The guide provides step-by-step instructions for properly using the device including activation. Should additional relevant information become available, a supplemental report will be submitted.